Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the pump touch screen was cracked, but still functional. Customer experienced ongoing elevated blood glucose (bg) levels ranging from 527 mg/dl to 561 mg/dl. Reportedly, the customer delivered a correction bolus via the pump, drank water and slept to address bg level. Reportedly, customer continued to use the pump for insulin therapy.